Manufacturer narrative:
Qn#(B)(4). Full UDI not available as the correct lot # was not provided by the customer.

Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. ".

Manufacturer narrative:
(B)(4). Full UDI not available as the correct lot# was not provided by the customer. 1 actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. Based on investigation, the defect mode on cuff leakage was matches with complainant report. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed. A 100-percentage water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The device history record for lot kme22c0005 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The event may have resulted from external force or excessive physical force exerted on it, but the exact root cause remains undetermined. No further action required at this time. This will be monitored for any developing trends.